Manufacturer narrative:
The event date is unknown. The patient's weight was unable to be obtained. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient began to experience their ipg no longer being secure in the pocket and causing pain after they lost weight. In turn, it was decided to explant the patient's scs system.